Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad during a bolus attempt. The customer stated that the act button did not respond and the keypad worked intermittently. The customer's blood glucose was 200 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer also reported that the insulin pump alarmed failed battery test. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, a broken belt clip slot, and a cracked reservoir tube lip. No unexpected failed battery test alarm was noted.